Event description:
A report was received that during a pt's post-implant follow up visit, it was noticed that several contacts on the right side of her paddle had an open circuit. The pt underwent a revision procedure during which the physician confirmed that one of the paddle tails was not inserted all the way into the ipg port. The physician plugged the lead back in and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.